Event description:
Device 1 of 2. The pt received 2 scs leads with different lot numbers. Reference MFR report: 1627487-2012-03456. It was reported, the pt's scs leads were replaced and the scs anchors removed due to the pt not receiving effective stimulation. The issue has been resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.